Manufacturer narrative:
The freedom power adaptor will be evaluated. The results will be provided in a follow-up MDR.

Event description:
During routine evaluation, a syncardia technician reported that the freedom power adaptor had damage to the black plug latch and plug.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom power adaptor s/n 1191 was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found damage to the black connector to the power adaptor. Device failed functional testing for acceptance at incoming inspection due to damage. Failure investigation for this complaint confirmed the reported issue. Root cause of the component failure at functional testing was due to a damaged connector. Device was unable to be installed due to damage. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Cause of the damage was unable to be determined. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
During routine evaluation, a syncardia technician reported that the freedom power adaptor had damage to the black plug latch and plug.